Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received third degree burns on her side while using a heating pad, and medical attention was later sought for her injuries. The consumer stated that this incident occurred while she was sleeping with the heating pad, and she initially thought that she had shingles. The instructions for proper use clearly state "do not use this wrap while sleeping". Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer stated that she had allegedly received third degree burns on her side while using a heating pad, and medical attention was later sought for her injuries. The consumer stated that this incident occurred while she was sleeping with the heating pad, and she initially thought that she had shingles. The instructions for proper use clearly state "do not use this wrap while sleeping".